Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0767, awareness date 27-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) in 2008. Consumer reported she had essure in 2008 after her son was born. She started having pain in her left side about a year after and kept getting worse. She has had cysts on her left ovary and was told that her fallopian tube was swollen and had fluid in it. Her tubes were removed and the scar tissue was really bad. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2008. She reported pain in her left side (interpreted as pelvic pain) and fluid in her left fallopian tube (interpreted as hydrosalpinx). On unspecified date, her tubes were removed (salpingectomy). Both events are considered serious due to medical importance and listed according to essure reference safety information. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. This case is regarded as incident since an intervention was performed (salpingectomy). No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 19-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2008. She reported pain in her left side (interpreted as pelvic pain) and fluid in her left fallopian tube (interpreted as hydrosalpinx). On unspecified date, her tubes were removed (salpingectomy). Both events are considered serious due to medical importance and listed according to essure reference safety information. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. This case is regarded as incident since an intervention was performed (salpingectomy). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.